Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-oct-2020, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was receiving 500 mcg/ml of lioresal via an implantable pump. On (B)(6) 2021, it was reported that the patient's previous implant was removed due to infection. The devices were discarded. A new system was implanted on (B)(6) 2021. The issue was considered resolved at the time of the event.